Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and suicidal ideation ('thoughts of suicide') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes (informed that it was difficult to place.". The patient's medical history included back pain, bronchitis, hand pain, pelvic pain, vaginal bleeding, cramp in lower abdomen, blood clot in urine, nausea, menstrual cramps, low back pain, vomiting, vulvovaginal disorder, joint pain, dysuria, uterine bleeding, bleeding menstrual heavy and uterine fibroid. Previously administered products included for an unreported indication: iud from 2011 to march 2015, mirena iud, hydrocodone, zofran and acetaminophen. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from 2015 to 2016, ethinylestradiol;norgestrel (low-ogestrel) since (B)(6) 2016, leuprorelin acetate (lupron depot) in september 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2016 to (B)(6) 2016 and naproxen. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), 5 months 16 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced suicidal ideation (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), micturition urgency ("bladder or urinary problems or changes increase urination"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping pain"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) salpingectomy (one side removal of fallopian tube),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, female sexual dysfunction, depression, micturition urgency, fatigue, weight increased, alopecia and abdominal pain lower outcome was unknown and the suicidal ideation, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, micturition urgency, pelvic pain, suicidal ideation, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs. Prior to her essure tubal, she had a mirena iud and was amenorrheic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion, bilateral tubal occlusion, with bilateral essure documentation. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: plaintiff fact sheet was received. Events added from pfs- lower abdominal pain, device insertion difficult. New lawyer, historical drug, concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and suicidal ideation ('thoughts of suicide') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, bronchitis, hand pain, pelvic pain, vaginal bleeding, cramp in lower abdomen, blood clot in urine, nausea, menstrual cramps, low back pain, vomiting, vulvovaginal disorder, joint pain, dysuria, uterine bleeding, bleeding menstrual heavy and uterine fibroid. Previously administered products included for an unreported indication: zofran, mirena iud, hydrocodone and acetaminophen. Concomitant products included medroxyprogesterone acetate (depo-provera) and naproxen. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), 5 months 16 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced suicidal ideation (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), micturition urgency ("bladder or urinary problems or changes increase urination"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping pain"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) salpingectomy (one side removal of fallopian tube),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, female sexual dysfunction, depression, micturition urgency, fatigue, weight increased and alopecia outcome was unknown and the suicidal ideation, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, micturition urgency, pelvic pain, suicidal ideation, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Prior to her essure tubal, she had a mirena iud and was amenorrheic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion, bilateral tubal occlusion, with bilateral essure documentation. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, bladder or urinary problems or changes increase urination, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight gain, hair loss, thoughts of suicide. Medical history, concomitant drug, historical drug, reporter information, lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.